Event description:
It was reported that during a da vinci-assisted pancreatoduodenectomy surgical procedure, the surgeon noted that the harmonic ace instrument would not activate. The harmonic ace instrument blade broke off and fell inside the patient. The fragment was retrieved during the same procedure. The customer replaced the harmonic ace instrument with a back-up instrument of the same kind and completed the procedure with no reported injury. On 29-may-2022, intuitive surgical, inc. (Isi) performed follow-up with the customer and obtained the following additional information regarding the reported event: the instrument was reportedly inspected prior to use, and no issues were noted. The instrument was in use for two hours. The instrument would not activate prior to the breakage. The surgeon was grasping tissue at the time of the reported event. The instrument did not make contact with any other instrument or hard material during the surgical procedure. After the blade of the instrument broke off and fell inside the patient, the fragment was located and retrieved during the same procedure. It was confirmed that all fragments were retrieved. No additional surgical procedure was required, and there were no post-operative tests performed to check for remaining fragments. The instrument was removed prior to and after the breakage with no resistance through the cannula. The surgical staff did not notice any other damage to the instrument or cannula after the event occurred. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. A video recording of the procedure is not available, but an image of the instrument damage was provided.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint. The instrument was found to have a blade broken. The blade broke at roughly 0.205¿ from the base. The broken piece was not returned with the instrument. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error. The root cause of the ¿broken instrument blades¿ is typically attributed to mishandling/misuse. A review of the procedure log showed the harmonic ace instrument (B)(4) was last used on (B)(6) 2022 during this pancreatoduodenectomy surgical procedure with system (B)(4). The harmonic ace instrument is a single-use device. An image of the harmonic ace instrument related to this event was received and reviewed. It was confirmed that the harmonic ace instrument blade was detached. This complaint is being reported due to the following conclusion: during a da vinci-assisted pancreatoduodenectomy surgical procedure, it was alleged that the blade of the harmonic ace instrument broke off and fell inside the patient. The fragment was retrieved during the same procedure.